Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level. "High" although specific value not provided. Customer addressed bg level by a manual insulin injection. Troubleshooting with tandem technical support was performed and determined there were air bubbles observed within the infusion tubing. Customer primed the tubing to address the issue.